Event description:
It was reported that an alert stating capacitor reformation charge time exceeded as noted. Charging markers were displayed on the egm for over a minute during an attempted capacitor maintenance operation. Test results displayed a normal charge time, which contradicted the alert message and the egm markers. An alert for capacitor charge time limit reached was also noted. The device was explanted.

Manufacturer narrative:
The reported field event of extended charge times was not confirmed in the laboratory. The device was tested on the bench and using automated test equipment and no anomalies were found. Charge times were normal. The hv capacitors were sent to the manufacturing site for analysis and no anomalies were found. Following fields deleted: reason_for_no_eval_code.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.